Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding disassociation, wear and abnormal ion level involving an unknown metal head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: re pi - which represents a female patient dob (B)(6) 1943 whose date of implantation is listed as (B)(6) 2007 and explantation (B)(6) 2020. Event description states: "... Lawsuit ... Implanted with lfit anatomic cocr v40 femoral head ... Right hip ... Revised (B)(6)2020 ... Alleged that she suffered injuries as a result of implantation and explantation ... Device recall and excessive levels of chromium and cobalt in her blood." On (B)(6) 2020 x-ray report: "right hip ... Dislocation of the femoral rod component ... From the femoral head component ..." On (B)(6) 2020 "operative report ... Revision of femoral stem and replacement of liner ... Severe trunnion wear ... Broke at the junction of the femoral head ... Severe metallosis ... Femoral stem removed using thin osteotomes ... Cemented accolade stem ... Mdm head ..." Uncomplicated surgery. No clinical or pmh, no patient demographics, no imaging studies, no lab or surgical pathology reports, no primary tha op report, no examination of explanted components. While the x-ray report and revision operative report appears to confirm some elements of the event description, insufficient data is presented to create a medical report for this case. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of the medical records by a clinician indicated: a review of the provided medical records by a clinical consultant indicated: re pi - which represents a female patient dob (B)(6) 1943 whose date of implantation is listed as (B)(6) 2007 and explantation (B)(6) 2020. Event description states: "... Lawsuit ... Implanted with lfit anatomic cocr v40 femoral head ... Right hip ... Revised (B)(6) 2020 ... Alleged that she suffered injuries as a result of implantation and explantation ... Device recall and excessive levels of chromium and cobalt in her blood." On (B)(6) 2020 x-ray report: "right hip ... Dislocation of the femoral rod component ... From the femoral head component ..." (B)(6) 2020 "operative report ... Revision of femoral stem and replacement of liner ... Severe trunnion wear ... Broke at the junction of the femoral head ... Severe metallosis ... Femoral stem removed using thin osteotomes ... Cemented accolade stem ... Mdm head ..." Uncomplicated surgery. No clinical or pmh, no patient demographics, no imaging studies, no lab or surgical pathology reports, no primary tha op report, no examination of explanted components. While the x-ray report and revision operative report appears to confirm some elements of the event description, insufficient data is presented to create a medical report for this case. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.